Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins was not holding a charge for the last couple of years. The patient report they charge every few days. The patient mentioned they use the therapy almost constantly. The patient also reported he had been getting a warning screen 'call your doctor' when recharging. The patient noticed the code in december-january. The patient did not know what code it was. Patient services reviewed they would expect eri based on his implant date, also reviewed patient might have to charge more frequently due to the implant age. The patient does not have a managing hcp. Patient services reviewed manufacturer has hcp listings on the website, if needed. The patient also asked if his lead would need to be replaced. The patient was redirected to hcp.